Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient stated not being satisfied with an inflatable penile prosthesis (ipp) and believed the implanted device was too small. The patient also indicated that the partner was part of the "4% who was not satisfied".